Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring ¿unable to proceed¿ errors during tubing fill and restart attempts, consistent with an occlusion or flow obstruction alarm condition, despite multiple restarts and supply changes; a replacement ilet was shipped, and the user later reported that new supplies worked with the prior pump and elected to return the replacement device and the boxes of supplies believed to be compromised. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included interruption of therapy and temporary use of cgm without the pump. Investigation included troubleshooting by phone, review of device use history as relayed by the user, and arrangement for return of the device and implicated supplies for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.